Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the ventricular fibrillation (vf) testing, the device was unable to terminate the rhythm, and the patient had to be rescued by external defibrillation. The device and right ventricular (rv) lead were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the ventricular fibrillation (vf) testing, the device was unable to terminate the rhythm, and the patient had to be rescued by external defibrillation. The device and right ventricular (rv) lead were explanted and replaced. No patient complications have been reported as a result of this event.